Event description:
A (B)(6) male undergoing valve repair and coronary artery bypass surgery. The heart was cannulated and when the surgeon used the cryo probe for cold blood cardioplegia, the probe was not working properly. The freezing temperature was only able to reach -95 degrees c. The probe was replaced and they were able to proceed with the surgery. There was no injury to the pt.